Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that coil stretch occurred. The patient underwent a splenic aneurysm embolization. A 18mm x 50cm interlock was selected for use. After the microcatheter was super-selected into place, the nurse opened the coil in a sterile manner and continued to advance it with pressurized heparin. After the 30mm coil was pushed out, continued to push. During withdrawal, it was noted that the coil was stretched. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed that arm of the coil was detached.

Manufacturer narrative:
Device evaluated by MFR: the main coil, the introducer sheath and the pusher wire were received for analysis. Visual and microscopic inspections were performed, and it was observed that the main coil was bent and stretched at the zap tip and primary coil section, and the arm of the coil was detached. The functional test could not be performed due the main coil and the pusher wire are not interlocking. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.